Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during the dwell 2. The home patient (hp) stated her supply bag fell to the floor and disconnected. The hp discarded the sample. Proper procedures per the user manual were reviewed with the hp. The peritoneal dialysis (pd) was contacted on (B)(6) 2010. Per the pd nurse, the home patient is doing fine and continuing therapy as usual. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).